Event description:
The customer reported via phone call that the insulin pump was cracked near the reservoir compartment. The customer also reported that the insulin pump made a buzzing noise when the backlight was on. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked reservoir tube lip. Pump was monitored and had no buzzing noise anomaly during the backlight display turn on noted. Pump had no blank display noted. Pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.